Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of 459 mg/dl at the time of the incident. The customer used the pump to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Customer stated that there were air bubbles in the reservoir and infusion set. Troubleshooting was completed and the pump passed a displacement test. The customer was using a competitor's sensor system. The insulin pump will not be returned for analysis.